Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited increased right ventricular (rv) pacing impedance measurements. The patient had been monitored at that time. The pacing impedance measurements later increased to greater than 2000 ohms. It was discussed to reprogram the alert and continue monitoring. This would be discussed further with the physician. No adverse patient effects were reported. The device remains in service.